Event description:
Obesity surgery - "during the procedure they are working well with the graspers without any problem, while they are doing the anastomosis of the lower part and they are suturing with the endo-stitch an declamp the jejunum with the graspers one of the pads perforating the jejunum so they must suture the perforation. There was no leaking or bleeding." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.